Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that loop broke off during procedure. Customer is unsure if the broken part was retrieved due to incorrect procedure followed by the theatre staff within the hospital. Patient is likely going to be booked in for an x ray to determine if loop is still in situ. Due to the additional x ray and the potential fragment in situ the event is deemed reportable.